Manufacturer narrative:
Other applicable components are: product ID: 977c265, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was not receiving stimulation in the painful areas. The patient¿s ins was reprogrammed four times. The patient had a lead revision from t7 to t8 on (B)(6) 2019 and the issue was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lack of stimulation in the painful areas was due to the initial lead placement. No further complications are anticipated.